Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the emergency lightning of the light source, came on. The issue was found during the set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer